Manufacturer narrative:
The investigation for the reported automated impella controller issue has been completed. The console was returned for evaluation. The purge disc retainer was confirmed to be broken. The cause of the issue was a broken purge retainer.

Manufacturer narrative:
A.1, a.4 and a.5 are unknown. The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
A complainant reported that there was defective material in the purge compartment of the automated impella controller (aic).